Event description:
On (B)(6) 2013, the patient reported the down button on the infusion device is defective. The infusion device had displayed an e5 end of life error, and she discovered the issue when trying to view the error history. The button is raised and produces an audible sound when pressed. The infusion device was not dropped on a hard surface. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. An e5 error was found in the history (end of operation). E5 indicates the pump timer has reached to zero, and the pump will no longer operate. The soft components of the buttons are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons.